Event description:
It was reported by the sales rep that the handpiece over heated and started leaking oil into the patient's mouth during an oral surgery procedure. It is alleged that the oral surgery procedure was delayed for approximately 20 minutes to debride the patient's mouth; it was reported the debridement required significant mechanical and irrigation debridement. It was also reported that the patient was on antibiotics anyway as this was an intraoral procedure that required prophylaxis for the surgery.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician noted several components were corroded. Signs of corrosion potentially stems from improper cleaning and/or sterilization practices. The handpiece was repaired and returned to the customer.